Event description:
It was reported the customer had inaccurate readings on their sensor. Customer stated their sensor glucose read 128 mg/dl, but their blood glucose was 44 mg/dl. The customer treated for their low blood glucose. Customer was advised of the proper techniques to avoid inaccurate readings. The customer also reported they were receiving several weak signal alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-84843.